Event description:
It was reported that the user experienced frequent hypoglycemic episodes while using the ilet system and had stopped announcing meals due to perceived adverse reactions, with additional nighttime pump pauses used to silence or reduce low alarms; education was provided that repeated pump pauses could conflict with automated dosing and contribute to suboptimal glucose control. Symptoms included low blood glucose requiring treatment with oral glucose such as juice and glucose tablets. Outcomes included the need for self-treatment and troubleshooting without hospitalization. Investigation included complaint intake review and user troubleshooting and education regarding system use and alarm management. Investigation of this case revealed that user pump pauses and non-announcement of meals were likely contributing to recurrent hypoglycemia by interfering with algorithmic adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.